Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call of physical damage of insulin pump. Caller reported that customer dropped insulin pump causing damage to the bottom of insulin pump. Damage was near the reservoir and drive support cap. As a result of damage, insulin pump was not delivering insulin. Customer's blood glucose was 272 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed self test however, was received with cracked end cap. Unable to perform a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to cracked end cap. The operating currents within specifications. The insulin pump had cracked case at the display window corners and minor scratches on lcd window.